Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. The assembly process and mfg procedure for catalog #780-36 was reviewed and no findings were found related to the reported issue. The device history record (DHR) review for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specs. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
The complaint was reported as: the complaint alleges that the circuit leaked at the connection of the unseated tube that goes from the ventilator outlet to the column. The circuit will not connect snugly and disconnects with little or no force. No report of pt injury.